Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Visual inspection found a cut in the lead approximately 160mm from the terminal pin that correspond to cuts in the suture sleeve. These cuts are likely the insulation damage that was seen in the field. It remains unknown when the cuts in the insulation occurred, however likely contributed to the decreased thresholds and impedance values that were observed in the field.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during implant this lead was positioned successfully. However, as the lead was being sutured down, the sensing, impedance and thresholds all started to decrease. The physician decided to reposition the lead, and when the lead was sutures were removed there was visible insulation and conductor damage. The lead was explanted, and a new lead implanted successfully. It was reported that there were no additional adverse patient effects.